Manufacturer narrative:
Correction: d2: medical device manufacturer: becton, dickinson & co., (bd). G2: manufacturing location: becton, dickinson & co., (bd). H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h10.

Event description:
It was reported that while using a bd vacutainer® push button blood collection set there was a dirty needle stick. The following information was provided by the initial reporter: "material no. 367342, batch no. Unknown. It is reported customer experienced a dirty needle stick. Pir verbiage received, - "nsi associated with use. Needlestick injury.""

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a bd vacutainer® push button blood collection set there was a dirty needle stick. The following information was provided by the initial reporter: "material no. 367342, batch no. Unknown. It is reported customer experienced a dirty needle stick. Pir verbiage received, "nsi associated with use. Needlestick injury."